Event description:
Textured breast implants caused a severe reaction to immune system. Needing add'l surgery to remove capsules and lymph nodes. Now diagnosed with chemical sensitivity, allergic or sensitive to almost everything chemical or food related. Still enduring tests, doctors appts and more. Ige levels were very high and are now starting to come down after explant. Wbc also back to normal after explant of both implants and capsules. Mcghan biocell.